Event description:
The reporter stated the pt experienced pain in (B)(6) 2009 an x-ray taken on (B)(6) 2009 revealed the rod was broken, and around (B)(6) 2010 the rod was later surgically removed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval.